Event description:
It was reported by the customer that the needle comes off (pops off) of the syringe after inserting it into the skin and trying to inject the medication. No information was received regarding any serious injury as a result of this product issue.